Event description:
The manufacturer received a voluntary medwatch (mw5105730) in which it was alleged by wheezing, cough, lung issues. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer incorrectly reported this event as being applied to the current recall. This device is not in scope for the recall.